Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose (bg) level was 547 mg/dl. Reportedly, the customer used the pump to lower bg level.